Manufacturer narrative:
The lot was manufactured december 6, 2017 ¿ december 8, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The reporter stated that the expected therapy time was 30 minutes; however, the infusion took 4 hours to complete. The device had been filled with 6g piperacillin in 105ml 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.